Manufacturer narrative:
Analysis of the extension (B)(4) found that all conductors were broken 5.7 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the cause of the high impedances was unknown. The rep said that the surgeon determined that the cause for the lead not working was the extension and therefore replaced that component. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's lead stopped working in (B)(6). It was reported that when replacing the battery, all contacts on one of the ports were greater than 40,000 when testing on the wens. Then after disconnecting the extension and connecting directly to led, impedances were all within normal limits. Extension replaced and only electrode 10 was out of range. Post op 13 and 14 were out of range but all others within normal limit. Coverage programmed without using those contacts. It was reported replacement due to eos and extension replaced. Issue is resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.